Manufacturer narrative:
There was a death reported and a philips monitor was indicated as having been in use. Based on the limited available info, it is not clear whether the customer did or did not get alarms or if monitoring was a factor in the death of a pt. Philips is in the process of obtaining add'l info regarding this event, and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4)

Event description:
There was a death reported and a philips monitor was indicated as having been in use. Based on the limited available info, it is not clear whether the customer did or did not get alarms or if monitoring was a factor in the death of a pt.